Manufacturer narrative:
The customer¿s report of an overinfusion of amiodarone was confirmed. Analysis of the pcu event log shows that at 1:51 pm on (B)(6) 2017 the pump module was programmed to infuse amiodarone loading 150 mg in 100 ml at a rate of 600 ml/hr with a vtbi of 100 ml. At 2:02 pm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20 ml/hr. After the device went into kvo, the user changed the vtbi to 500 ml, then to 450 ml and restarted the infusion; an additional 425.986 ml was delivered. The device was channeled off at 3:02 pm with a total of 525.997 ml delivered. The root cause of the overinfusion was identified as user programming. No devices received, log review only.

Event description:
The customer reported that the user programmed a loading dose of amiodarone (100 ml) however, it was noted that the vtbi increased resulting in an over infusion of an additional 900 mg. It was reported that the patient experienced a few sinus pauses with no additional medical interventions. There was no report of any lasting adverse effect to the patient.